Event description:
The reporter stated the surgeon implanted a 13.7mm micl 13.7 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vaulting. Subsequently, the patient experienced an increase in intraocular pressure. The icl was explanted through the original incision and sutures were not required. The icl was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4): collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid.conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - review of this file indicates that the icl exhibited a high vault in this patient which led to increased iop. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter.